Event description:
It was reported that the "bullet" that shows if there is incoming oxygen pressure does not always work. It stops halfway. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed/replicated by device analysis. The cause was a damaged gas supply pressure indicator oxygen (o2). Changed gas supply pressure indicator o2 to correct the problem and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.